Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using hickman cv catheter. It was reported that a hole was observed at the transition point between the hard and soft sections of the line. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter, single-lumen, 4.2f are identified in d2 and g4. The device history records have been reviewed, and this lot met all release criteria. Investigation summary: one hickman s/l repair kit catheter was returned for evaluation and one photo was provided for review. The photo shows the partial view of a catheter in which a split was observed. Gross visual, microscopic, tactile and functional evaluations were performed. A split was noted on the clamping sleeve, proximal to the catheter luer. A complete circumferential break was noted on the distal end of the catheter body. The distal catheter segment was not returned. The edges of the split on the clamping sleeve were noted to be uneven. The surface appeared to be granular with residue throughout. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. Upon infusion, a leak was observed from the split on the clamping sleeve while water exited the distal end. Therefore, the investigation is confirmed for the reported material puncture/hole issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using hickman cv catheter. It was reported that a hole was observed at the transition point between the hard and soft sections of the line. There was no reported patient injury.